Event description:
The customer reported that the robot wrist made contact with the robot's upper arm during a pt treatment. There is no report of injury associated with this event. This is the second incident reported within the same week at this site.

Manufacturer narrative:
Preliminary investigation has determined that the two objects in question, the robot wrist and robot upper arm, were not previously considered to be at risk of contacting each other, and the proximity detection program was not designed to actively monitor their relationship. This resulted in unintended contact between the two objects. (B)(4).